Manufacturer narrative:
No button error alarm noted during testing. However the insulin pump had unresponsive button due to corroded keypad traces. Numbers were not ramping on their own during testing nor was the scroll bar moving without any input. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked case at reservoir tube window corner.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 255 mg/dl. The customer stated that the up and down buttons kept scrolling through the numbers. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the pump and revert to back up per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.